Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Analysis revealed no anomalies. Visual analysis also noted dried blood in the tip end of the conductor preventing torque transfer when the is-1 pin was rotated. It cannot be determined at this time if dried blood in the tip end of the conductor contributed to the inability of the helix to function during the implant attempt.

Event description:
It was reported that the helix would not extend or retract on the lead. Positioning difficulties were also noted and the lead was not implanted. The lead was returned to the manufacturer and subsequently tested out of specification during the analysis. No patient complications have been reported as a result of this event.